Event description:
It was reported the patient has been experiencing a pulling sensation in her back since being implanted. On (B)(6) 2011, x-rays were taken and revealed lead migration. The patient plans to meet with her doctor on a later date and requested an sjm representative be present. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.